Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter read inaccurately high compared to a onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issue first occurred at 2:49am on (B)(6) 2016. At this time the patient obtained a blood glucose reading of "85mg/dl" with the subject meter and "45mg/dl" with the other device within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and took their usual dosage of 40 units of lantus solostar at 10pm on (B)(6) 2016. The patient stated that an unspecified period of time before the alleged inaccuracy issue occurred they had developed the symptom of "shakiness". In response to this symptom the patient self-treated by taking additional food and/or drink at 3am on (B)(6) 2016. No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient was unable/unwilling to walk through a control solution test on the subject meter. The patient's products were replaced and requested for evaluation. Although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurately high" subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.